Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) via a clinical study in regard to a patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. At an examination on (B)(6) 2009 the patient reported redness and non-healing of wound from pump implant. The incision from pump implant would not heal completely after 2.5 months post-op. The patient denied any fever, chills, or sweats. The patient reported redness and drainage at wound site. Examination found a non-healing open area in abdominal incision, the area was slightly pink. The wound examination by surgeon determined that surgical intervention was necessary. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2009 a pump re-positioning, revision of the intrathecal pump site, occurred to correct inferior angulation towards skin occurred. The non-healing portion of incision was removed. On (B)(6) 2009 antibiotic, bactrim ds was prescribed. The etiology was considered not related to the device or therapy, and related to the implant procedure. The outcome of the event resolved without sequelae on (B)(6) 2009.

Event description:
Additional information was received from a healthcare professional (hcp) via a post-market clinical study. It was reported that the patient¿s medical history included: back pain, high blood pressure, gerd (gastroesophageal reflux disease)/heartburn, basal cell carcinoma, osteoporosis, asthma, diabetes, and sjogren¿s syndrome.